Event description:
Study (B)(4). The subject was reviewed and they have had a fever and there was hard contracture of the right hip when lying. The x-rays showed loosening of the components. Subject underwent revision to remove all components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Review of undated patient x-rays and returned product cannot draw any conclusions regarding the reported infection. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It was reported the patient was sedentary for two years. The patient is a reported a (B)(6) male with a calculated (B)(6). The patient is considered obese. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment. That tend to adversely affect hip replacement implants including excessive patient weight. It was reported the patient had a confirmed infection on (B)(6) 2012, but a primary implant date of (B)(6) 2009 was reported. It is not likely the devices contributed to the patients reported infection 3 years after implantation. It was reported the patient was non-compliant and did not show up for assessments. A search of the complaints databases finds no other reported infections against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional information received indicating that the device is not contributing to the issue therefore this report is being rejected.